Event description:
Pt status-post with two CABG procedures. Undergoing cardiac catheterization. Physician notes that this was not a difficult catheterization. A stent and balloon were placed in the circumflex artery. The balloon was inflated and would not deflate after 2 attempts. Attempted to reposition the balloon when the balloon and guide wire sheared off and was lodged in the circumflex. The pt required surgery to remove the balloon and guide wire from the circumflex.